Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error code alarmed upon power up of the device. Root cause of the reported event is unknown. Recommended to replace the microprocessor unit (mpu) board due to the error code produced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming code 41786 during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.